Manufacturer narrative:
A follow-up report will be submitted upon completio of the investigation.

Event description:
It was reported to philips that the device is not acquiring 12 lead ECG signal at times. There was no reported patient involvement.

Event description:
It was reported to philips that the device is not acquiring 12 lead ECG signal at times. There was no adverse patient impact.